Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site biomedical engineer reported that the imaging system uninterruptible power supply (ups) was replaced by the site to resolve the reported issue. No parts have been received by the manufacturer for evaluation. Site performed evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. There was no patient present when this issue was identified. No additional information was provided.